Event description:
It was reported that during device upgrade, externalized conductors were observed between the rv and svc coils. Patient was asymptomatic. Noise and variation in pacing lead impedance were noted after a programmer commanded shock prior to opening the pocket. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.